Manufacturer narrative:
E1: patient city: (B)(6), patient country: brazil.

Event description:
Reference number (B)(4). Event occurred in brazil. It was reported that patient faced an infusion set bent tubing event on (B)(6) 2025. The blood glucose level was 400 mg/dl and treated by pump. No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6010394, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6010394 was manufactured according to the work instruction (wi) version 108 and manufactured in the machine multivac 12 on 20/nov/2024, with a total of (B)(4) units. Glue-tubing lot: the lot 4l01862 was manufactured according to the wi version 42 and manufactured in the machine mp04, mp05 and mp08 on 13/nov/2024, with a total of (B)(4) units. The lot 4l01863 was manufactured according to the wi version 42 and manufactured in the machine mp04, mp05 and mp08 on 15/nov/2024, with a total of (B)(4) units. The lot 4l01810 was manufactured according to the wi version 42 and manufactured in the machine mp04 and mp08 on 12/nov/2024, with a total of (B)(4) units. Review of the DHR showed that a non-conformance (nc) was opened during the sterilization processes actions were required. Therefore, DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: one nc raised during sterilization process unrelated to complaint code, therefore, no nc raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.